Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Visual examination of the provided pictures identified explanted device, signs of use (scratches / marks), these cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: not submitted to radiology for review as complaint is for infection which is not clearly visible on a single plain film xray. Sending the image would not enhance the investigation. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision with routine washout and exchange of the polyethylene liner and femoral head due to anterior hip pain. Tissue samples were collected to evaluate for possible infection, and a visual inspection was performed on the removed components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk 32mm biolox delta, -3.5mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.